Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was dispatched on (B)(6) 2017 at 3 am due to low blood glucose. The customer¿s blood glucose during the incident was below 20 mg/dl. The customer had passed out and was unable to wake up. The paramedics had administered sugar. Their blood glucose was stabilized. They were wearing the insulin pump at the time of the incident. Their current blood glucose was 350 mg/dl. Troubleshooting was performed on the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was accurate. The device will not be returned for analysis.